Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented with an rv lead that did not capture due to dislodgement. The physician explanted the lead and replaced it. The patient's condition was stable throughout.